Event description:
It was reported that the ruler broke while measuring. No harm to patient or staff. Two minute procedural delay. Smith & nephew back up was available and used to complete the case. Staff and patient survived the procedure.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads fractured off the sleeve on the device and were retained within the sleeve cap. All pieces were returned except for the o ring. The device was manufactured in 2018 and exhibits signs of extensive wear/usage. This failure mode has been previously identified. Since the manufacturing of the complaint device, a design change was implemented to eliminate/reduce the occurrence of this failure. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.